Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. The patient's wife was present and called ems after the patient had lost consciousness. Ems and the patient's wife reportedly initiated resuscitation attempts. Prior to passing, the patient received five treatments from the lifevest. At 3:11:34, the patient received the first treatment from the lifevest. The rhythm at the time of the treatment was asystole, and the post shock rhythm was also asystole. Between 3:19:33 and 3:20:43, the patient received four more inappropriate treatments. The rhythms at the time of all four shocks were asystole with CPR artifact and the post-shock rhythms were also asystole with CPR artifact. The CPR artifact contributed to the false detection. The response buttons were pressed intermittently throughout the event, however not immediately prior to shock delivery. The lifevest was removed while the patient was in asystole. There is no indication that the lifevest caused or contributed to the patient's death as the patient was in a non-treatable, non-life-sustaining rhythm prior to the treatments.